Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to the users continued use of a water filter that had expired beyond the replacement date, causing the filter to become clogged and making it difficult for water to flow and it was confirmed that the user did not change the water filter and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use in: chapter 8 replacement of consumable items. 8.4 replacing the water filter (maj-824 or maj-2318). Warning: replace the water filter at least every month when the prefilter is not used or every six months when the prefilter is used. If the water filter is not replaced regularly, the performance of the water filter drops, and insufficient elimination of microorganisms in the water may cause contamination of the reprocessor piping. As a result, the reprocessing of endoscopes will be insufficient. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the endoscope reprocessor had inadequate water filter handling or inadequate water supply piping disfunction after the water filter replacement were used for the patient. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.